Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, chronic pelvic pain syndrome, bipolar disorder, environmental allergy, insomnia, headache, shortness of breath, environmental allergy, heart fluttering, thyroid disorder, sinusitis and heart fluttering. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), tinnitus ("tinnitus"), deafness ("hearing loss"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), alopecia ("hair loss"), menstrual disorder ("abnormal periods"), loss of libido ("loss of libido"), hypovitaminosis ("vitamin deficiency") and menorrhagia ("heavy bleeding/clotting") and was found to have hormone level abnormal ("hormone deficiency"). The patient was treated with surgery (she had hysterectomy; bilateral salpingectomy with essure removal.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, infection, urinary tract disorder, genital haemorrhage, dyspareunia, tinnitus, deafness, anxiety, depression, feeling abnormal, alopecia, menstrual disorder, loss of libido, hormone level abnormal, hypovitaminosis and menorrhagia outcome was unknown. The reporter considered alopecia, anxiety, deafness, depression, dyspareunia, feeling abnormal, genital haemorrhage, hormone level abnormal, hypovitaminosis, infection, loss of libido, menorrhagia, menstrual disorder, pelvic pain, tinnitus and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: pfs received: reporter, patient demographics, medical history were added. Added essure indication. On 08-sep-2017, she implanted essure. On 25-feb-2019, she explanted essure. Event adverse event was updated to pain, infection, urinary problems, bleeding, dyspareunia, tinnitus, hearing loss, anxiety, depression, brain fog, hair loss, abnormal periods, loss of libido, and vitamin/hormone deficiency, heavy bleeding/clotting. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.